Event description:
It was reported that the t1 implant was deployed successfully, but t2 implant could not be deployed. Surgery was completed with competitor device, with no significant delay and no patient injuries.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.